Event description:
It was reported the charger and programmer were unable to establish communication with the pt's ipg. The sjm rep could not establish communication with extra external devices. F/u determined the ipg was explanted and replaced with a new ipg.

Manufacturer narrative:
Analysis of the device is in process. The results will be forwarded when available. This ipg serial number was included in a field advisory and in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.